Event description:
Patient started dialysis treatment and the nurse noticied contamination in the bicarbonate dialysate. Treatment was stopped and blood cultures provided elevated results. The patient was given antibiotics.